Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 07/29/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother stated that at 2:30 p.m. The cgm was reading 350mg/dl. A fingerstick read the patient at 22mg/dl. The patient's mother administered apple juice and orange juice but the patient lost consciousness. An ambulance arrived on scene at about 2:45 p.m. And patient's bg was 42mg/dl. The patient regained consciousness and no treatment from the medics was given. Patient's mother declined transporting the patient to the hospital. At the time of contact, the patient was in stable condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.